Event description:
Pen did not function [device malfunction]. Blood glucose level was 30 mmol/l and ketoacidosis [diabetic ketoacidosis]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a medical doctor from (B)(6) concerns a male patient ((B)(6)) who was treated with novopen 4 (insulin delivery device) on unknown date to (B)(6) 2012 for device therapy due to type 1 diabetes mellitus and experienced" blood glucose 30mmol/l and ketoacidosis" and "pen did not function" beginning on (B)(6) 2012. (B)(6). Medical history included type 1 diabetes mellitus (duration unknown). On an unknown date, the patient had primary gastroenteritis with relapsing vomiting, which was followed by ketoacidosis and hyperglycaemia up to 30 mmol/l despite insulin injections on (B)(6) 2012. In the night of (B)(6) 2012, the patient also experienced dyspnoea. The patient was hospitalized on (B)(6) 2012. Technical defect of the pen was suspected. Treatment of events was unknown. On (B)(6) 2012, the patient recovered from the event and discharged. Action taken with novopen 4 (insulin delivery date) was reported as product discontinued. The patient had used the device for about four to five years. The patient was trained user. No function test was performed.